Event description:
The customer's mother reported that the insulin pump had prime/fill anomaly. Customer stated that daughter is in spain and stated that the insulin pump was not working. The customer stated that the plunger died. Customer stated fills it with 150 units. Attempted to troubleshoot but message continued. Customer's blood glucose was 229 mg/dl. Customer wanted insulin pump replacement. Advised customer will fill out the global request form for her to receive a insulin pump replacement. No further information provided.

Manufacturer narrative:
Pump unable to prime during prime/a33 test due to faulty fsr (gold). Unit had cracked display window corner and cracked reservoir tube lip.(B)(4)